Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 8.0-8.8cm from the proximal cut end, consistent with lead friction to the device can. Insulation degradation was noted at 19.1cm from the proximal cut end. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.